Event description:
The customer contact reported that the device powered off while on ac power. It is unk if the device alarmed prior to the power loss. The device was returned to the biomedical department from the surgery and anesthesia department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.